Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5224914. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Event description:
Event description: it was reported by customer that the needles are either not retracting or not fully retracting. Verbatim: several ed staff have brought packaging for the bd insyte autoguard 18ga IV catheter to me this morning, one being a near miss for a needlestick injury from our charge rn (needle snagged the nurse¿s glove). The needles are not fully retracting. (B)(6) 2025: no. The needle opened my glove but did not break the skin. No, the needle did not fully retract when I pressed the button. After the needle got stuck about halfway, it then slowly retracted fully. Yes, the needle was exposed until I pressed the button a few more times, which is how my glove was opened. The needle eventually moved/retracted after a few more button presses. Yes. The button did depress every time I pressed it.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.